Event description:
A report was received that the patient had discomfort at the pocket site. The patient underwent a pocket revision in which the physician opened the pocket and sutured down the ipg before closing the pocket site. The patient was reportedly doing well following the procedure.